Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx2393 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient underwent PICC catheterization on (B)(6) 2021. After the puncture, the guide wire was inserted and the puncture needle could not be completely withdrawn. The inspection found that the tail end of the guide wire was rough, and the guide wire was immediately trimmed to completely withdraw the puncture needle. The puncture time of the patient is prolonged due to the roughness of the tail end of the guide wire, and the operator is psychologically nervous.